Event description:
It was observed during device evaluation that the autoclavable camera head failed the leak test, water residue was noted on the cable, the image was blurry, had electrical burn marks on keypad board and corrosion was observed on the camera head coupler. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.